Event description:
It was reported in a service report that the head end of the bed would not run down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Other - bed evaluated by account biomed, not by a stryker service tech. Conclusion - new cpu was ordered and sent to customer.